Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated to corrosion on the auxiliary pca board. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corrosion. The patient received a replacement monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to power up. The last patient to use this monitor did not report any deficiencies.